Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown whether the patient was reimplanted as of the date of this report. Should additional information become available, a supplementary report shall be submitted. This report is submitted november 26, 2019.

Manufacturer narrative:
This report is submitted on september 3, 2019.

Event description:
Per the clinic, it was reported that the patient experienced infection and tissue irritation at the implant site, resulting in device nonuse. Explantation is planned; however, has yet to occur as of the date of this report.